Manufacturer narrative:
(B)(4). The connector pin diameter was noted to be out of specification, consistent with the field observation of connection insertion difficulty.

Event description:
It was reported that during implant, the lead appeared to not make contact with the connector terminal inside the header. No sensing, no capture, and high pacing lead impedance were observed. Attempts were made to connect the lead with two more devices and the same issue occurred. Fluoroscopy revealed that the electrodes on the lead were not lining up with the header. The lead was not used and was replaced. The patient condition is stable.